Event description:
It has been reported to us by health (B)(6) that a customer contacted them through the voluntary reporting process. It is reported that during an unknown procedure, while clipping an adrenal artery, the clips were flying sideways and not closing. There was no adverse consequence to the patient. It is unknown how the procedure was completed. Disposition of the device is unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.